Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. Compatibility guidelines were requested from the patient. The patient noted that they were 'still trying to function' because they were in a lot of pain from the implant surgery. The patient also stated that they had not turned the ins on yet but that they were excited to turn it on because the trial went to well. The patient's ins was scheduled to be turned on a week after the date of the report. Additional information was reported by the manufacturer representative on (B)(6) 2018 that the controller showed the ¿settings not available¿ out of regulation (oor) screen seen in (B)(6) 2017. Impedances were all 1000 ohms and 1 was at 900 ohms. There were 2 programs each with a bipolar pair with a rate of 1000. The pulse-width of one program was at 200 and at 100 on the other. It was reported that the patient was uncomfortable at higher pulse-width settings. The patient felt that therapy was less effective at a lower rate. There was also an increase of right side rib pain since implant in (B)(6) 2017. Per the calling manufacturer representative the patient had limited programming options because the lead was implanted off to the left side ¿in the gutter¿ so some electrodes caused uncomfortable stimulation. The manufacturer representative was currently using electrodes 14 and 15 for programming. The manufacturer representative had previously tried adding electrode 10 and then later electrode 13 to the 2 other electrodes being used but the patient was uncomfortable. The patient still had a lot of swelling in the lead area from the trauma of implant. It was reported that the health care provider (hcp) was considering a revision to remove the surgical lead in order to implant percutaneous leads. During the call, variations in the battery from charging the night before to implant date were discussed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information form patient was received. It was stated the patient reiterated the issue of pain and lead migration/revision previously reported. Patient confirmed that the entire system was explanted after it was determined that the ins migrated closer to her spine. The revision had occurred on (B)(6) 2018. No further complication and events were reported.

Manufacturer narrative:
Product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2017 explanted: (B)(4) 2018 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding the patient. It was reported that the patient was having another lead revision on the day of the report. They noted that the revision was due to the patient complaining of pain and discomfort around the area of the paddle lead, as if something was poking them. The rep stated that the physician is concerned that the patient has an infection, as the patient was having discoloration where the paddle lead is located on their back. The rep was unsure if this was due to adhesive bandages or taking a while to heal. They indicated that they weren¿t sure what was going on. The rep stated that the physician plans to examine the lead site to see if there are signs of infection. They mentioned that they checked the ins; all impedances were green, and in the low 1000 ohms range. The rep stated that they saw an out of range (oor) message on the tablet, and the physician inquired if the possible infection could lead to oor. Technical services reviewed that if signs of infection were causing issues at the lead site, likely this would have resulted in more apparent impedance issues. Technical services suggested ensuring the ins is charged, and to check electrode impedances and review different reference electrodes. Additional information received from the rep on 2018-04-05 indicated that upon the patient¿s revision, the physician noted that there was no sign of infection internally. The physician hypothesized that the skin discoloration may have been from external irritants. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a manufacturer representative (rep) via a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that there was a lead issue and a revision had to be performed. No further information was obtained during the call. Additional information was received from a manufacturer representative (rep). It was reported that the patient stated the issue existed since implant. A revision was performed on (B)(6) 2018. The lead was repositioned in the spine. The patient recovered from the revision without sequela. The lead issue was resolved after the revision. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that right after their device was implanted they felt a poking in their right rib. In (B)(6) they couldn't take the poking anymore and it was discovered that the lead had migrated and they had a revision (which was noted previously) to put the lead back in place and add another lead. After the revision the patient reported that somewhere at the top of the lead they were having severe pain and weren't able to pick up their left arm. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on 2018-feb-05 reporting that the cause of the oor remained unknown. There were no out of range impedance on the electrodes. It was reported that the manufacturer representative worked on programming but the patient liked the program with the oor the best for the pain relief. The patient was scheduled for a lead revision on (B)(6) 2018. Per the manufacturer representative they were not aware of the reason behind the original lead placement. No further complications were reported.

Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), implanted: (B)(6)2017, explanted:(B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the paddle lead was explanted and perc leads were placed. The hospital kept the explanted lead to send to their pathology department. At the patient's post-op visit, all impedances were green. No further complications were reported/anticipated